Manufacturer narrative:
(B)(4). Batch # n55c1v. Additional information was requested, and the following was received: could you please provide more details for "stapler misfired"? Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Response: there are no additional details to be reported. Device analysis: the analysis results showed that the tl90 device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the reloadable linear stapler is designed to inhibit release of the safety unless the gap is set in the appropriate range. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an exlcp sigmoid colon resection stapler misfired only a few staples came out when fired. There were no patient consequences reported.